Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) while using the ilet, started 3 days prior. Inspection revealed the tubing was not properly connected, and insulin smell was noted. After reconnecting correctly, the user monitored bg. Later, the user reported bg trending down to 173 mg/dl without taking an injection, with correction managed by the ilet. Highest blood glucose (bg) recorded was 359 mg/dl. Bg was corrected through ilet correction. No symptoms were reported during the event. The user's highest blood glucose (bg) recorded was 359 mg/dl. Bg was corrected. No medical intervention reported during the event and at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.